Event description:
It was reported to vyaire medical that the ventilator gives vent inop, motor fault alarm intermittently & found post dac or adc error in events. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: com (B)(4). Unique identifier (UDI) # - attempts were made to determine UDI, findings were unachievable. If information becomes available supplemental report will be sent. 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.